Event description:
It was reported that during preventative maintenance, the select button on the external pulse generator (epg) "stuck." Technical services provided the part numbers for the keyboard and knobs needed to repair it. The caller will order the parts. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).